Event description:
At 6 month post implantation, patient admitted to the hospital on (B)(6) 2022 with nausea, vomiting, pain and suspected pancreatitis. Normal labs and CT results on (B)(6) 2022 determined the patient does not have pancreatitis based on the character of the pain, the rapid normalization of pancreas enzyme within 24 hours along with a normal CT scan of the pancreas. The patient was hospitalized for 2 days for continued abdominal discomfort. The patient discharged home on (B)(6) 2022 the removal endoscopy was normal. Balloon removed on (B)(6) 2022. Patient symptoms resolved (B)(6) 2022.

Manufacturer narrative:
The balloon was not returned for examination. A review of the device labelling notes the following: the physician should also advise the patient that early removal of the balloon may be required due to intolerance or due to serious adverse events. It is the responsibility of the physician to advise the patient of the potential need to remove the device in less than 8 months due to balloon deflation. In the event of gastrointestinal intolerance, the physician may advise the patient to decrease balloon volume. It is important to discuss all possible complications and adverse events with the patient. Complications that may result from use of this product include those associated with general endoscopy procedures, those associated with the spatz3 adjustable balloon specifically and those associated with the patient's degree of intolerance to an implanted foreign body. Additional information regarding this late medwatch report- the firm was not aware that reports reported to FDA under clinical setting should also be reported as a medwatch report. CAPA was issued and procedures were updated, and qa dep. Was retrained.